Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating the unit has no alarm.

Manufacturer narrative:
The device in question has been returned to invacare. However, any evaluation results that may exist in relation to this device/complaint remain unavailable at this time. Therefore the complaint could not be verified and any underlying cause of the alleged issue could not be determined. This record may be updated in the future should any additional information become available.

Event description:
Dealer is stating the unit has no alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was unable to be tested, so the original complaint issue was not able to be confirmed.

Event description:
Dealer is stating the unit has no alarm.